Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the insulin on board (iob) value was not appearing on the bolus total screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
Follow-up # 1 date of submission 02-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-feb-2018 with the following findings: during testing, the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was returned with iob set to on duration 4.0 hours. Two 10 unit boluses were successfully performed. Both were accurately reflected on the insulin on board (iob) status screen. An ezcarb bolus was then programmed. The iob was correctly reflected on the bolus total screen. The iob was found to functioning properly. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .